Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
Customer reports that insulin pump powered off randomly. Customer states he shook insulin pump and it powered off, he then shook it again at it came back on. Customer did this a few times, then changed batteries and insulin pump functioned correctly. Customer also reports that sensor was giving low blood glucose of 40 mg/dl and went into threshold suspend, when actual blood glucose was 120 mg/dl. Customer declined further troubleshooting. No further information provided.